Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been showing pace/sense impedances trending downward but still within normal values, nonetheless on the low limit. The rv lead remains in service. The pace/sense portion of the rv lead was capped and the already implanted non bsc lead was connected for pacing/sensing. This occured at the same procedure where the cardiac resynchronization therapy defibrillator was replaced for normal battery depletion. No additional adverse patient effects were reported.